Event description:
During the index procedure, the patient presented with hypotension; as a result the patient was hospitalized and the event was treated pharmacologically. The report received from the study indicated that during the index procedure, the patient was asymptomatic. The target lesion was at the bifurcation of the right common carotid artery. The vessel was mildly tortuous; the lesion presented 90% stenosis and was 20 mm long with a reference vessel diameter of 7.0mm, the calcification was described as concentric. There was no occlusion of the contralateral carotid. The angioguard was successfully positioned then after pre dilating the lesion; the precise stent was successfully deployed. The total length of stented segment was 40mm and the lesion presented 0% residual stenosis. After stent deployment, the patient's blood pressure started dropping, during postdilatation the patient's pressure progressively dropped from 160 to 98. Consequently, the physician administered neo-synephrine. At the end of the procedure, the angioguard was successfully retrieved, upon retrieval it was confirmed that there was no debris in the filter. After concluding the procedure, the patient was started on dopamine. Dopamine was administered intravenously and the patient required monitoring and assessment of the heart rate and blood pressure; the patient was hospitalized, and three days post procedure, the patient was discharged without complications.

Manufacturer narrative:
The product is not available for evaluation. This is one of two products involved in the same patient and reported under manufacturing number: 1016427-2008-00047. Additional information will be submitted within 30 days upon receipt.